Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a atrial flutter ablation procedure. The device had been programmed to pacing in the ventricle only with wanded telemetry only. When the physician was using cautery, pacing was being inhibited. Technical services discussed possible causes and stated that we recommended using external pacing support during ablation. No adverse patient effects have been reported. Additional information indicates that this issue was resolved by switching to electrocautery mode "off" under tachycardia settings which also did not result in further asystole. No adverse patient effects were experienced by the patient.